Event description:
During preparation for a cardiopulmonary bypass procedure, the central control monitor (touchscreen and display) of the heart lung console did not function as expected by the user. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
H3: eval is in progress, but no conclusions have been drawn.